Event description:
It is reported by nurse from the hospital that a patient came in with pain. It is observed by prof. (B)(6). That the custom-made mrh implant is broken. A revision surgery has to be scheduled.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as the patient request to keep it.. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture of a cemented fixation stem was reported. The event was confirmed. Method and results: device evaluation and results: although the device was not returned, three images of the components were provided. The images demonstrate an mrh femoral component and stem. The femoral stem is fractured in the threaded region immediately distal to the jam nut. The fracture surface is out of focus in all three images and as such nothing can be learned about the origin of the fracture from these images. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. X-rays and additional follow up notes would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the root cause of the stem fracture could not be determined as the device was not returned and the medical information provided was insufficient to evaluate the event.

Event description:
It is reported by nurse from the hospital that a patient came in with pain. It is observed by prof. (B)(6) that the custom-made mrh implant is broken. A revision surgery has to be scheduled.